Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine. The care giver stated that the minicap was completely dried out. The minicap packaging was not opened or damaged prior to usage and was stored away from heating and cooling sources. This occurred before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 17 of 17.

Manufacturer narrative:
(B)(4). The expiration date of the reported lot is december 2015. This lot was manufactured from 20 jun 2014 through 27 jun 2014. As the sample was not returned, a complete device analysis could not be completed. A batch review was conducted for lot number gd897165 and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue of inadequate iodine could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.